Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the waveforms were all frozen, and they were unable to click anything. The device was in use on a patient. There was no report of patient or user harm.